Event description:
The trilogy 202 ventilator was returned to the third-party service center for service due to the device alarming service required. The device was not in use on a patient at the time of the occurrence. During the evaluation at the service center an error code in relation to (obm_accy_urgent_service urgent_service) was recorded in the device event log. In conclusion the oxygen blender module board and pollen filter were replaced, and calibration was performed successfully to address the issue. The root cause is confirmed at this time. Additionally, after repair the device was confirmed to be working as intended and was returned to the customer